Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: crease flat, opening. Leak test was performed found opening crack on diaphragm valve. A microscopic analysis was performed which identified opening crack and opening on anterior side, consistent in the use of some surgical tool. Based on the device analysis the final assessment is: a crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.